Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The cannula was inserted into the skin, but the pink slide did not move forward, indicating an unknown pod needle mechanism failure. There was leaking during wear observed. No treatment was mentioned.

Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 324 pulses, including multiple boluses. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure. The fluid path was tested for leaks. No leaks were found.